Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a check valve with male/female luer lock in which it was reported that a leak was found at the check-valve during patient use. There were no clinical consequences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review was reviewed and no nonconformances were identified.